Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure; however, this event does not appear to be related to typical causes that would contribute to obstruction immediately post deployment, such as bulky calcified aortic valve leaflets in close proximity to the coronary ostia, aortic malposition, low left main height, and effaced sinuses of valsalva. Additional details regarding the relationship of the stenosis to the implanted valves were not reported. In addition, it is unknown if the patient had pre-existing coronary artery disease. In this case, the cause of the coronary obstruction could not be confirmed, as patient history and more details of the procedure and required intervention were not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This report is associated with manufacturer report number 2015691-2015-00342.

Event description:
It was reported by our (B)(4) affiliate that during the (B)(6) society, the presenter shared that approximately 20 months after two sapien valves were implanted, the patient presented to the hospital with severe chest pain and dyspnea. Emergent coronary angiogram revealed severe stenosis of left main ostium, which had not been observed before tavi. The facility did not perform pci and consulted a heart surgeon, because the lmt ostium was adjacent to implanted aortic valve and cannulation of the left main would be difficult. An off-pump coronary artery bypass was successfully performed, and the patient recovered.